Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the damaged fiber optic extension assembly. The stm then completed the pm and with full calibration, functional testing and safety checks per factory specifications. The passed all tests, was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the fiber optic connector on the cardiosave intra-aortic balloon pump (iabp) was found to be broken. There was no patient involved; thus, no adverse event reported.